Event description:
It was reported that following a spinal cord stimulation (scs) implant procedure, the patient experienced incontinence, headache, and diarrhea symptoms. The physician assessed that the event was due to a dural tear; therefore, a nerve block was administered along with dietary advice to increase fiber. Upon follow-up, the patient received adequate stimulation, yet symptoms of a headache, light sensitivity, neck pressure, shoulder blade pain, and a burning scalp sensation persisted; however, they improved with postural changes. Ultimately, the physician ruled out overstimulation as a cause and assessed that the patient experienced a cerebrospinal fluid (csf) leak. Upon further follow up, the patient reported the feeling pressure on her head and was having pain flare ups. The physician has restarted some of her pain medications to help her cope with all her current symptoms. There is no further course of action regarding her scs system.

Event description:
It was reported that following a spinal cord stimulation (scs) implant procedure, the patient experienced incontinence, headache, and diarrhea symptoms. The physician assessed that the event was due to a dural tear; therefore, a nerve block was administered along with dietary advice to increase fiber. Upon follow-up, the patient received adequate stimulation, yet symptoms of a headache, light sensitivity, neck pressure, shoulder blade pain, and a burning scalp sensation persisted; however, they improved with postural changes. Ultimately, the physician ruled out overstimulation as a cause and assessed that the patient experienced a cerebrospinal fluid (csf) leak. Upon further follow up, the patient reported the feeling pressure on her head and was having pain flare ups. The physician has restarted some of her pain medications to help her cope with all her current symptoms. There is no further course of action regarding her scs system.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear? St, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch:: 7133673, upn (B)(4). Brand name: linear? 3-4, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7083658, upn: (B)(4). Brand name: linear? St, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7133284, upn: (B)(4).